Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation against the communicator was confirmed. The electrical over stress (eos) caused the communicator issue. The returned power brick was melted at the prongs. The prongs of the power brick appeared to be shorted across while the power adapter was plugged in. There were signs of arcing and melting on the prongs.

Event description:
Boston scientific received information that the communicator power cord caught fire. A melted power cord and surge protector was reported by the patient. The company representative verified that there were no injuries and property damage occurred. The patient stated that the circuit breaker was tripped and the electricity was lost. The communicator will be replaced and a return label will be sent to the patient. The communicator was deactivated. No adverse patient effects were reported.